Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and two inappropriate shocks due to sinus tachycardia. At this time, this ICD remains in service and no additional adverse patient effects were reported.